Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failure alarm. The customer's blood glucose was unknown. The customer was assisted in performing a self test. Customer stated that they can not sew missing segments during the self test. Customer stated that the self test failed and she received pump error during the self test. The customer declined troubleshooting for the low blood glucose. The customer was advised to discontinue use of the insulin pump, revert to a backup plan and the insulin pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specific. Device passed self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No missing segments/partial display anomaly noted. Power connector plug in and locked in place properly. Device received with scratched case and pillowing keypad overlay. Device shows no damage on lcd controller or lcd glass. Pump error 63 alarm (variable 3) confirmed in the insulin pump history due to broken pin 6 trace (sda) and pin 1 trace (vdd) on keypad assembly.